Event description:
It was reported that the user experienced recurrent postprandial hypoglycemia while using the ilet system, including a low blood glucose reading of 55 mg/dl, with noted low alerts and a trend of lows after meals; meal announcements appeared inconsistent and correction dosing may have been excessive, and a factory reset was considered. Symptoms included weakness. Outcomes included self-treatment with oral glucose and no need for assistance or professional medical intervention. Investigation included review of device data trends and user reports, and customer support troubleshooting and education were provided. Investigation of this case revealed no confirmed device malfunction, with user behavior and therapy management factors considered contributory to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.